Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level displayed as "low." Reportedly, customer manually injected insulin using the syringe and needle, instead of filling cartridge with insulin. Bg was treated with fluids and manual insulin injections. Reportedly, customer left the ER 5 hours later with customer in stable condition (bg 100mg/dl).